Event description:
It was reported that the insulin gauge displayed an amount different than expected, specifically showing a fill estimate of 3 units instead of the expected 220 units. There was no adverse impact to the customer's blood glucose level. The caller, with assistance from customer technical support, was able to reload the same cartridge and resolved to monitor the situation and follow up if necessary.